Event description:
I am a diabetic and have used a dexcom constant glucose meter for the past 8-10 years. My current meter which is about a year old has been giving me erratic or incorrect readings for some time now. My dexcom g4 meter may say my blood sugar is 125, but on dozens of times when I checked my blood sugar with my glucose-blood meter it turned out the dexcom g4 was off in many cases by as much as 200-330 points. At one point my dexcom said my bs was 168, in reality when I checked it against two different glucose-blood meters I have they both said my blood sugar was in the 390's range, not 168. On top of all that, dexcom has been making very difficult for me to order a new transmitter for my dexcom g4. I and my doctor have supplied them with all the information they requested, but they keep asking for different things. This has been going on for over two months now.